Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seven devices were received for evaluation. Four events were duplicated during testing. The reported event was not duplicated for 3 devices; the devices were found to be outside specifications for the reported event. Six devices were found to be affected for worn internal components. One device was affected by internal corrosion. The reported event was not duplicated for 1 device; the device was found to be within specifications for the reported event. One device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device reportedly overheated. Three events had patient involvement with no patient impact. Six reported events had no patient involvement or patient impact.